Manufacturer narrative:
Siemens field service engineer (fse) was sent to the site to troubleshoot the instrument. The fse noted that several of the customer accessible parameters were incorrect and caused the discrepant lipase result. After the parameters were corrected, the system was re-calibrated. The questionable lipase sample was re-run and the expected result was obtained. The system is operational and functions as intended. No further eval of the system is required. The instruments performance is within specifications.

Event description:
A customer reported a discordant advia chemistry 1650 lipase pt result (53 u/l) to the clinician. This result was questioned by the clinician because the patient's amylase was >2,000 u/l. The pt sample was diluted, and a lipase result of 12,000 u/l was obtained. The customer states that qc was in rage with no outliers. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of this discordant lipase result.